Manufacturer narrative:
The catheter was returned for evaluation and it was found to be damaged and kinked at many locations. The catheter was also found ruptured at 13cm, 14cm, 14.5cm, and 17cm from the distal tip. The evaluation could not determine the cause of the event; however, the catheter may have ruptured during contrast delivery due to over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The instruction for use includes instructions designed to prevent rupture, specifically a warning: "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed, or occluded." Catheter rupture. (B)(4).

Event description:
It was reported that the physician advanced the ultralow catheter through a dac catheter prior to contrast injection. During the visipaque 320 contrast injection, it was reported that the physician experienced resistance and decided to remove the catheter from the patient. The catheter was discovered to be ruptured. No rupture material was found inside the patient as the location of rupture was inside the dac catheter at the time the rupture occurred. The procedure was completed with a marathon catheter without issues. No patient injury was reported as a result of the procedure.